Event description:
Alleged the brakes would not hold on the bed.

Manufacturer narrative:
The hill-rom tech found the casters were out of adjustment causing the brakes not to hold. The hill-rom tech adjusted the casters to repair the bed.